Manufacturer narrative:
The reported event of no power was confirmed on the returned controller ac adapter, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination but failed functional testing due to no electrical output. Further inspection revealed an open wire in the output cable of the cac adapter. The most likely root cause of the reported event can be attributed to the handling of the cac adapter's cable. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safety: either two batteries or one battery and an ac adapter or dc adapter. Proper connection is verified when the ac/dc indicator on the controller turns green and the corresponding battery indicator turns off. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that "from time to time" the ac adapter was not functional and the green status led did not shine. The ac adapter was exchanged with no effect on the patient. No further information was provided.